Manufacturer narrative:
This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the instrument broke and a piece fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, reoccurrence of the reported failure could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument broke and a piece fell inside the patient. The broken fragment was retrieved during the same surgical procedure. The procedure was completed with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and was used for approximately twenty minutes prior to the observed issue. The surgeon was performing tissue dissection when the issue was observed. The entire fragment was retrieved laparoscopically and a post-operative test was not required.